Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician documented the patient's complaint of pain and discomfort. The patient stated that the device was sliding under their arm and ¿working overtime¿, however follow-up investigation revealed that the doctor found no evidence of the device migration, and the percentage of pacing was very low. The pacemaker system was removed due to medical judgement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.